Manufacturer narrative:
Although it is unknown if the devices led to the event, we are filing this report for notification purposes. Following devices were involved in the event: part# unknown plate; qty:1 part# 876-614; qty:6 neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Procedure used: extra pharyngeal anterolateral levels implanted: c5-6, c6-7 it was reported that on (B)(6) 2013, patient was diagnosed with high-grade stenosis at c4-5 and underwent anterior cervical discectomy and fusion (c4-5) and allograft, plate fixation, and removal of old plate (c5-7). Patient tolerated the procedure well with no complications. Approximately 54 months postoperatively, the patient complained of neck pain and stiffness, decreased range of motion, and occasional radiation into shoulders. Treatment included a cervical MRI on (B)(6) 2011 that showed c4-c5 degenerative disc disease and disc protrusion. The patient considered the neck pain tolerable at this point, so the site reported they would continue to observe. Approximately 86 months postoperatively, the patient complained of pain in his neck with radiation to shoulders and arms, left greater than right with numbness in the left upper extremity. No treatment was provided. Approximately 88 months postoperatively, the patient had progression of neck pain and upper extremity pain that resulted in surgery. At the 120-months postoperative evaluation, the patient had residual neck pain that is a permanent condition.